Event description:
It was reported that the lead was explanted approx. 48 months after the implantation due to oversensing. No adverse patient events or inappropriate therapies were reported. Should additional information be received, this file will be update.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The ICD was not returned for analysis. The analysis showed that the insulation was found rubbed through approximately 13.5 cm proximal to the lead tip, which is assumed to be the root cause of the reported oversensing leading to inappropriate detection. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, the shock coils were found deformed, which most likely resulted from the extraction procedure due to tensile stress. The quality documents accompanying the manufacturing process for the lead and ICD were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the devices functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.